Event description:
It was reported that during the surgery when the knotting was being made the suture got broken, broken suture was removed from the patient's anatomy. The suture was replaced with another in order to complete the procedure. No patient injuries or significant delay was reported.

Manufacturer narrative:
The reported ultrabraid suture intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the suture broke while tightening the knot. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force. Managing the suture with a sharp instrument. Crushing or crimping the suture. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.